Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2026 and a barbed suture was used. Post-op, on (B)(6) 2026, the barbed suture migrated away from the incision and exited through the skin medial to the incision site. There was no medical or surgical intervention required. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the device was not migrated immediately but it was 4-5 weeks post operation. The product codes that were used were sxmp2b411 (1) and sxmp2b409 (1) yet he doesn't have the lot numbers on these. The first surgery date was (B)(6) 2026 the suture started spitting on (B)(6) 2026. Date and name of index surgical procedure? Tka surgery date ¿ (B)(6) 2026 suture spitting date ¿ (B)(6) 2026 product code(s) used? Sxpp2b436 ¿ capsule sxpp2b412 -- subcutaneous sxmp2b411¿deep dermal sxmp2b409 ¿ superficial dermis lot number(s) used? N/a for the original intended closure, how were all layers closed? Suture initiated in middle of incision and closed going in opposite directions what was the tissue condition (normal, thin, calcified, fragile, diseased)? Healthy tissue did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No if applicable, please describe any medical or surgical intervention required for this suture event including dates and results. None are there any additional complaint pictures available of the device extrusions or reactions? Negative what is the surgeon¿s experience with this stratafix sutures? Been using a 4 layer stratafix closure for the past 5 years on every knee and hip for stratafix bi-directional: were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes a photo was returned.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided: after the first set of product complaints towards the end of january, I went in and observed a day of cases. They were in the habit of double backing the suture and using up much of the stitch. I consulted with several folks and then suggested to the pa that not only is doubling back not necessary but was way too much material. She agreed, and in early february forward, was running the stitch per IFU. I didn¿t hear from them for a couple of months until the last few weeks, where the problem happened again.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: recently, the surgeon has been having issues with patients complaining at 6 weeks to 3 months post-op that they could feel something under their skin and described it like a rope or a fishing wire. Also complaints of post-op suture extrusion. There was no infection.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.